Event description:
Customer reported the system is displaying an ma error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep instructed the customer to leave the system plugged in overnight to recharge the batteries. System operates as intended.